Manufacturer narrative:
Evaluation summary: a service visit has been performed, based on available information, the reported issue was likely due to the loose video microscope camera. The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. (B)(4).

Event description:
A nurse reported that during laser assisted cataract surgery, the arcuate incisions were not placed as planned. In a follow up, the nurse reported that there was no harm to the pt. Additional information was received five months later that indicated there was an unexpected postoperative refractive outcome. Information indicated that additional intervention was recommended; however the pt chose to not have any further procedures performed. The site declined to provide any further information.